Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that despite delivering a 10 unit manual injection, the patient had been taken by ambulance and hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting, dehydration and hand/leg cramping; he also experienced hypoglycemia (bg level of 40 mg/dl) with this pod, which he self treated with glucose tablets. In the hospital, patient was treated with intravenous fluids and insulin, and was released after 2 nights of hospitalization. The pod was removed at the hospital and discarded.